Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.